Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 40 mg/dl while wearing the pod between 1 and 4 hours. Once at the hospital the patient removed the pod. The patient was diagnosed with low blood glucose levels as well as a urinary tract infection. The patient was treated with 2 antibiotics, lasix and dextrose. The patient was discharged from the hospital after 6 days. The patients pod will not be returned as it has been discarded.